Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which caused the pump to intermittently shut off. There was no reported adverse impact to the customer's blood glucose (bg) level related to the reported issue. Reportedly, the customer reverted to manual injections for insulin therapy.